Event description:
As stated by the customer on 2010-(B)(6): (B)(6) was taken to bed, transferred from wheelchair to bed. During transfer, the stitching came loose of the sling. Mw is placed back directly in the wheelchair and taken to bed with another sling. Carer and pt were both shocked. Sling is out of use. (B)(4). The seam of the loop is torn at the yellow borders on both sides. Sling is produced in august 2009. (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment (B)(4) on behalf of our sales and distribution company in the (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation. Track wise ID.